Event description:
Customer's mother reported via phone call insulin pump was not recognizing the reservoir during priming and insulin would squirt out. Customer's blood glucose was 400 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unable to prime unit during prime/no delivery test due to faulty force sensor resistor. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker.